Manufacturer narrative:
Correction to : initial reporter last name. The device was received for evaluation. A visual inspection was performed which observed a deformation on the luer activated valve ribbed circular flange. No functional testing was performed. The reported condition was verified. The cause of the condition was due to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of clearlink luer activated valve was malformed. The event was further described as the cap would not screw onto the end of the intravenous cannula as it appeared the cap was dented. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.